Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel, however no additional insight was observed in the logs. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a laser based procedure, the application software exited without prompt from the user. The reported issue occurred when attempting to merge an inter-operative image. Restarting the navigation system resolved the reported issue in order to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: device UDI and serial number now provided. Correction: this was a monteris laser ablation procedure in the head for tumor removal. The monteris system was used for ablation and the navigation system to line up the trajectory for the monteris laser probe and will follow and then place the monteris probe through the our precision aiming device. A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional.